Event description:
No reported patient/user injury and no medical intervention. Alleged underinfusion. Report reads: ms26 -not ce marked. Incident reported "when checking the pump, pump not running to time. Pump rechecked in one hour and pump not running. Pump discontinued. New pump obtained and set-up. Patient given sub-cut diamorphine as prescribed for pain relief. No patient injury and no clinical effects, no medical intervention. Initial decision regarding MDR was 'not reportable' as alledged underinfusion with no incident/injury or intervention required-subsequent investigation of this device showed that there was a fault which could have led to a malfunction.

Manufacturer narrative:
Evaluation summary: 01/30/2007 investigation completed-when first checked it was found that the device did not infuse at all-tr2 was found to be faulty. Tr1 and tr2 replaced and the unit infused. Signs of what appear to be the remains of fluid ingress were found on the pcb below tr1 and tr2. Instructions for use warnings and cautions state:-if the syringe driver does not perform as expected, if it is dropped, gets wet or is damaged in any way, then remove it from use immediately. Mark it clearly as quarantined and preferably take it out of the working area altogether, so it cannot be accidentally used again, until it has been checked. Before it is used again, it must be carefully inspected for damage inside and its performance checked to the specification. The work must be done by a properly trained technician familiar with how these devices work. Warning: risk of change in device performance. If the syringe driver gets wet do not just dry the outside and then continue to use it. Liquid may have got inside and damaged it. Follow the guidelines given above.